Event description:
The lens was implanted on (B) (6) 2008 and explanted on (B) (6) 2008 due to the iol reportedly: flipping over inside the eye" during implantation. This caused undesired effects subsequently resulting in the lens being replaced. It was reported the patient did well and there was no permanent injury.

Manufacturer narrative:
This complaint is being classified as invalid.